Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer&#38112;blood glucose (bg) level was elevated at 260 mg/dl. Customer treated elevated bg by administering a manual injection. Customer&#38112;bg level was at 185 mg/dl at the time of the call.